Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of motor error and no delivery with their insulin pump. The customer's blood glucose level at the time of incident was 119 mg/dl. The customer was assisted with troubleshoot. The customer changed reservoir and used new insulin, and was able to get insulin to exit the plunger. The customer also mentioned air bubbles, but was able to tap the reservoir and flicked it with their finger. The air bubbles were cleared. The customer was advised to monitor the device and call back if assistance is needed.